Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the travel course error. The device was repaired by replacing the left and right clutch and clutch spring. The main cause of customer¿s complaint was the worn-out clutch parts.

Event description:
It was reported that there was travel course error. The event occurred during preventive maintenance inspection. There was no patient involvement.